Event description:
It was reported that patient underwent a posterior cervical fusion with a decompression using rhbmp-2/acs and ceramic granules at c5-c6 on (B)(6) 2006. After surgery, patient began to experience an immense burning sensation that required him to be treated with extensive amounts of ice and narcotics. In 2008, patient was diagnosed with "persistent post-operative pain complex". Follow up MRI and CT scans demonstrated severe facet changes below the fusion at c6-c7 as well as generalized spinal stenosis at the level below the fusion. Patient continues to experience severe pain that prevent him from performing many basic daily activities.

Event description:
It was reported by the patient that he underwent a c5-c6 fusion with bilateral mass screw fixation using rhbmp-2/acs. Reportedly the surgery was successful, however, after the patient's pain medication wore off, he began to experience an extreme burning sensation beginning in his neck and running down his spine. During recovery the burning was so severe that the patient's neck was packed with ice packs. During follow-up evaluations, the patient continued to complain of ongoing pain. The physician reportedly told the pt that the pain may be related to the bmp, but that the pain should subside. The patient has been a pain specialist and is currently using pain medications, tens unit and also non-traditional treatment to ease the discomfort. The pain has reportedly not subsided or responded to treatment.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with significant history of cervical spine pain along the c4, c5, and c6 region. The patient had intractable pain and failure of non-operative care after bone grafting on c5-c6 on (B)(6) 2006. On (B)(6) 2007, the patient was diagnosed with status post anterior cervical decompression and fusion with allograft bone c5-6; recurrent neck and severe right arm pain in the classic c5 dermatomal distribution; radiographic and clinical correlation suggestive of c5-c6 pseudarthrosis with recurrent foraminal stenosis, right side, affecting the exiting c6 nerve root; and failure of conservative measures. On (B)(6) 2007, the patient underwent a right sided c5-c6 laminoforaminotomy with subsequent right sided c6 nerve root decompression; laminotomy c3-6; and revision of posterior spinal fusion c5-6 with bilateral lateral mass screw fixation via the vertex max system with bmp-2/infuse in addition to mastergraft. On (B)(6) 2007, the patient was discharged without complication. On (B)(6) 2007, the patient complained of continued neck pain and reported working with his surgeon to find ways to relieve the pain. Treatment included medication refills and follow up with orthropedic surgeon for neck pain. On (B)(6) 2008, the patient complained of pain in his neck, described as burning. Treatment referral to mayo clinic neurosurgery for 2nd opinion. On (B)(6) 2008, the patient complains of continued back pain. Per the spinal surgeon, the patient has substantial disease throughout his thoracic spine and is not a surgical candidate. Treatment included lumbar MRI, flector patch, and referral to acupuncture for alternative pain management. On (B)(6) 2008, the patient underwent a thoracic epidural injection. On (B)(6) 2008, the patient was evaluated at a pain clinic. On (B)(6) 2008, cervical myelography revealed interval posterior instrumentation fusion at c5-6; and moderate developmental spinal canal stenosis with superimposed acquired stenosis, worst at the upper transitional c4-5 level where there is a shallow indentation on the anterior sac. On (B)(6) 2010, the patient presented for a follow up after being seen by a neurologist, vascular surgery, and psychiatry for his ongoing chronic neck and back pain. Emg revealed multilevel disc disease. Treatment included lexapro, lorazepam at night, and savella. On (B)(6) 2010, the patient reported falling off his bike and landed on the left side of his face and neck. The patient has had pain, felt lightheaded, dizzy, radicular pain into his shoulder and front of his chest. Cervical x-ray did not reveal fracture. Treatment included refill on vicodin, medrol dosepak, and MRI. On (B)(6) 2010, cervical MRI revealed status post interbody fusion at c5-6 with instrumentation ; multilevel foraminal stenosis due to degenerative changes; and no cord compromise or intrinsic cord pathology. On (B)(6) 2010, the patient underwent epidural steroid infiltration using a continuous epidural catheter with needle entry at the c7-t1 level and deposition of medication at c4-5. On (B)(6) 2010, the patient underwent epidural steroid injection at c7-t1 with a continuous epidural catheter placement up to c4-5 with deposition of medication along his left epidural gutter. On (B)(6) 2010, patient complained of left greater than right sided neck pain. The patient underwent left third occipital nerve, left c3, c4, and c5 medial branch radiofrequency ablation of these medial branches. On (B)(6) 2011, patient complained of left greater than right sided neck pain. The patient underwent left third occipital nerve, left c3, c4, and c5 medial branch radiofrequency ablation of these medial branches. On (B)(6) 2011, the patient complained of lower/mid/upper back pain; spine pain; unable to sleep and just didn't feel right. Treatment prescription percocet, and spinal injections. On (B)(6) 2011, mra of neck revealed was unremarkable of the neck as visualized. On (B)(6) 2011, the patient complained of headaches although he had been having a lot of pain in his upper back and spine. Treatment included evaluation by spine specialist and refill on percocet. On (B)(6) 2012, the patient underwent right paramedian c7-t1 interlaminar epidural steroid injection using fluoroscopic guidance and contract control. On (B)(6) 2012, the patient complained of neck and back pain. Treatment included percocet renewal. On (B)(6) 2012, the patient complained of neck pain and mid back pain, low back pain and tailbone pain. Axial neck pain, left greater than right, secondary to a cervical facet syndrome. The patient does well with radiofrequencies once every 6 to 9 months. On (B)(6) 2012, the patient continued to deal with pain issues, and was seeing a pain specialist every 3-6 months for injections.

Event description:
Per medical records, it was reported that on, (B)(6) 2014: patient presented for follow up. Per medical records, it was reported that on, (B)(6) 2014: patient presented with pain largely left-sided mid neck pain with some radiation into the posterior suprascapular area. The pain is aggravated with most movements, alleviated somewhat being still in the neutral position. Impression: status post fusion at the c5/6 level with hardware; right c4/5 posterior lateral fusion. Per medical records, it was reported that on, (B)(6) 2014: patient presented with left sided low back pain that starts at the beltline and radiates to left buttock and down the entire length of the left leg. The pain was on all sides of his leg. Patient had foot neuropathy with numbness and tingling which got aggravated by doing any activity from standing to sitting for an extended period of time. Per medical records, it was reported that on, (B)(6) 2014: patient presented with numbness/tingling of bilateral toes, buttock pain, low back pain radiating to bilateral buttock <(>&<)> left posterior thigh and lle pain. Patient underwent MRI of lumbar spine with and without contrast due to lumbago. Impression: postoperative changes at l4-5. Left t12-l1 disc protrusion with mild cord impingement. Borderline t12-l1, l1-2 and l5-s1, mild l2-3, moderate l3-4 and l4-5 spinal stenoses. Neural foraminal stenosis. Patient also underwent x-ray of lumbar spine due to low back pain. Impression: lumbar osteophytosis. Patient underwent x-ray of pelvis due to low back pain. Impression: no acute findings. Assessment: post surgical lumbar spine; lumbago; leg pain; facetogenic pain; numbness and tingling. Per medical records, it was reported that on, (B)(6) 2014: patient presented with right lower back, inferior gluteal, posterior thigh pain and discomfort; aggravated with standing and walking, lumbago and for lumbar MRI discussion. Diagnostic impression: lumbar bulging/herniated disc; lumbar degenerative disc disease; lumbar facet degeneration/hypertrophy; lumbar foraminal stenosis; lumbar osteophyte; lumbar post-operative changes; lumbar spondylolisthesis.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2007, cervical spine series showing unusual two hole plate spanning c5/6 after fusion. Slight movement is seen on dynamic views suggesting pseudo arthrosis. Plate and screws appear properly positioned although eccentric to the right on (B)(6) 2007 post myelogram CT cervical shows lack of cord compression but incomplete fusion at c5/6. Screws and plate are in satisfactory position. Sagittal reconstructions verify pseudo arthrosis on (B)(6) 2007 ap and lateral cervical fluoroscopy during posterior procedure. Vertex lateral mass construct and anterior two level plate are seen spanning the c5/6 interspace. On (B)(6) 2007, cervical spine series posterior vertex lateral mass screws and rods have been placed immobilizing the same c5/6 level. Position of vertex screws appears adequate. On (B)(6) 2008, cervical spine series posterior vertex lateral mass screws and rods and anterior two hole plate immobilizing the same c5/6 level. Position of vertex screws appears adequate. On (B)(6) 2008, thoracic MRI shows several small disc herniations that do not place pressure upon the cord. Several cuts are taken of the upper lumbar spine as well near mid kidney. These appear to be above the conus and do show some cord compression on the left. On (B)(6) 2008 ,cervical spine series no change in position of implants. Disc space appears to be filling in. On (B)(6) 2008, thoracic spine series poor quality study showing no clear pathology. On (B)(6) 2008, cervical myelogram/ CT verifies that the bone within the c5/6 disc space has now filled in. Posterior fusion has also occurred. No neural axis compression is seen. On (B)(6) 2008, cervical spine series again show vertex and anterior plate unchanged. No apparent movement is seen on flexion/extension views and the disc space appears to have grown in with bone. On (B)(6) 2008, post myelogram cervical CT shows position of both the anterior plate and the lateral mass screws and vertex rods. Position is optimal and fusion appears to have occurred. No residual nerve compression is seen. On (B)(6) 2008, cervical MRI this study also verifies complete fusion across c5/6 without cord compression or canal narrowing. On (B)(6) 2010, cervical MRI flattened cervical lordosis above c6 with solid fusion seen at c5/6. No stenosis is seen. Disc bulge at c3/4 is minimal. Abundant artifact from the vertex and anterior plate implants obscures all canal detail on axial films. On (B)(6) 2010, cervical x-ray series multiple straight and dynamic films are seen of the cervical spine. Anterior plate and vertex construct remain in place. All dynamic views show complete healing and no movement at the c5/6 level. There is also no sign of additional instability at any other level. On (B)(6) 2010, thoracic MRI besides schmorl's nodes mentioned below thoracic spine is very normal appearing. One body at about t8 appears to have a convex posterior inter-pedicular wall consistent with previous fracture although it shows no sign of edema on stir images. It does not create stenosis. On (B)(6) 2010, lumbar MRI alignment, disc height, canal size are all maintained. Schmorl's nodes are seen at l3, l2, l1 t12 and t11 disc spaces. Multifactorial changes create spinal stenosis at l3 and l4 that is moderate to pronounced. Changes include shortened pedicles, enlarged facets and bulging annuli. (B)(6) 2010 right l4 transforaminal epidural injection with excellent epidurogram preinjection. On (B)(6) 2011, bilateral knee x-rays multiple ap, lateral and merchant views of both knees show no malalignment or evidence of trauma or arthritis. On (B)(6) 2012, right upper quadrant us for gallbladder no comment (B)(4) 2013, MRI cervical show solid fusion at c5/6 with little remaining of the disc space. Bulge of the c3/4 disc is seen. Otherwise canal is well maintained without hnp or stenosis. On (B)(6) 2013, cervical x-ray series with dynamic views complete fusion is verified at c5/6. There is not remaining movement across this level in any flexion or extension sequences.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007, the patient underwent a cervical and unilateral extremity angiography. The patient also underwent various labs including but not limited to a cbc panel and c-reactive protein assay. On (B)(6) 2007, the patient underwent a wrist x-ray and an emg/ncs. On (B)(6) 2007, the patient underwent surgery which consisted of a blood vessel repair with vein. On (B)(6) 2007, the patient underwent a cervical spine CT. On (B)(6) 2007, the patient underwent a cervical myelography and cervical MRI. On (B)(6) 2010, the patient underwent an electrocardiogram and emg/ncs. On (B)(6) 2010, the patient underwent lumbar spine, thoracic spine, and cervical spine MRI's with/ without contrast. On (B)(6) 2010, the patient underwent multiple labs including but not limited to a lipid panel, cbc and sedimentation rate. On (B)(6) 2013 the patient reportedly underwent a left occipital nerve injection. On (B)(6) 2014 the patient presented with headaches, neck pain, middle and lower back pain, buttocks and leg pain. On (B)(6) 2014, reportedly, the patient presented with neck pain and low back pain with radiation into the upper and lower extremities. The patient underwent a MRI of the lumbar spine which demonstrated chronic small vertebral body endplate herniations were present at t12-l4. The t12-l1 level demonstrated mild posterior annular bulging and a left lateral disk protrusion measuring 2.6 mm in antero-posterior dimension, 7.7 mm in transverse dimension, and 7.7 mm in cranio-caudal dimension without specific root impingement identified. The ap thecal sac dimension was 9.5 mm. The l1-2 level was normal without disc herniation or spinal stenosis, neural foraminal stenosis, or significant facet osteoarthritis. The ap the thecal sac dimension was 10.6 mm. The l2-3 level was normal without disc herniation or spinal stenosis, neural foraminal stenosis, or significant facet osteoarthritis. There was moderate left ligamentum flavum hypertrophy. The ap thecal sac dimension was 9.3 mm. The l3-4 level was normal without disc herniation or spinal stenosis, neural foraminal stenosis, or significant facet osteoarthritis. The ap thecal sac dimension was 8.0 mm. There was mild bilateral neural foraminal narrowing. Thel4-5 level demonstrated mild posterior annular bulging and moderately severe bilateral neural foraminal narrowing. Moderate bilateral ligamentum flavum hypertrophy. Small bilateral facet joint fusions. The ap thecal sac dimension was 7.4 mm the l5-s1 level demonstrated mild retrolisthesis of l5 on s1 of 2 mm, not appreciated on the radiographic images mild posterior annular bulging. Mild left and moderate right facet osteoarthritis. Moderately severe bilateral neural foraminal narrowing. The ap thecal sac dimension was 10.1 mm. There was normal vertebral marrow signal intensity, normal spinal cord signal and caliber and no paraspinous abnormally. The infrarenal abdominal aorta was 17.8 mm in ap dimension and normal in appearance. The conus terminus was at the l1-2 level and was normal in appearance. Visualized portions of the kidneys and retroperitoneal vasculature appeared unremarkable. X-rays of the lumbar spine were taken which showed chronic vertebral body and plate herniations were present at t12-l3 and right l4-5 and l5-s1 facet sclerosis. No instability was noted at with flexion, extension or prone positioning. There was a mild anterior vertebral body margin of osteophytes present at t12-l5 and laterally at l2-3 and l3-4. Impression: facet osteoarthritis. A MRI of the cervical spine showed that an anterior cervical discectomy and fusion had been performed at the c5-6 level, with additional bilateral c5-6 posterior screw and rod fixation and c4-c5 posterolateral fusion. The metallic hardware produced ferro-magnetic artifact and mild geometric distortion. The occiput-c1 and c1-2 levels were normal. The c2-3 level demonstrated mild right and moderate left facet osteoarthritis. The c3-4 level demonstrated mild posterior annular bulging with severe bilateral neural foraminal narrow ing. The ap thecal sac dimension was 10.3 m. The c4-5 level demonstrated right facet fusion. The ap thecal sac dimension was 11.7 mm. The c5-6 level demonstrated no spinal stenosis, neural foraminal stenosis. The ap thecal sac dimension was 11.8 mm. The c6-7 level demonstrated mild left and moderate right neural foraminal narrowing secondary to bilateral lateral annular bulging. The ap thecal sac dimension was 11.8 mm. The c7-t1 level was normal without disc herniation or spinal stenosis, neural foraminal stenosis, or significant facet osteoarthritis. There was normal vertebral marrow signal intensity at all levels, normal alignment, and normal spinal cord signal and caliber at all levels. There was no paraspinous soft tissue signal abnormality. X-rays of the cervical spine demonstrated an anterior cervical discectomy and fusion had been performed at the c5-6 level, with additional bilateral c5-6 posterior screw and rod fixation and c4-c6 posterolateral fusion. The intervertebral body graft was fused. The metallic hardware appeared intact and in good position. There was no motion at the fused levels. There was c2-3 facet osteoarthritis. There was no instability with flexion or extension positioning. There was apparent c3-4 and c4-5 neural foraminal narrowing on the left and c3-4 neural foramen narrowing on the right. Pelvic x-rays were unremarkable. On (B)(6) 2014 the patient presented with shoulder pain headache, back pain, buttock pain, bilateral leg pain, foot numbness and tingling, right hand numbness and tingling, neck pain, and intra-scapular pain. Diagnosis: cervical and lumbar spinal stenosis; lumbar and cervical displacement of intervertebral disc without myelopathy; cervical and lumbosacral spondylosis; and degenerative of cervical intervertebral disc. On (B)(6) 2014 the patient presented for a pre-op lumbar spine evaluation with a five year history of progressively worsening axial and radicular symptoms (90% back 10% radicular). The patient had constant low back, buttock, bilateral leg, and bilateral toe pain with numbness and tingling. The patient underwent a lab draw which revealed high glucose levels. On (B)(6) 2014 the patient presented with pain in the right side back and down the leg in a s1 and l5 type distribution. The patient also had radiation into the buttocks bilaterally, posterior thigh into the lateral aspect of the right side and constant pain in the bilateral toes. Per the encounter notes the patient had a history of neuropathy however past emg's had been inclusive. Review of past imaging showed some retrolisthesis of l5 on s1, multilevel degenerative changes, some significant moderate to significant ligamentum flavum hypertrophy narrowing of the ap diameter at the l2/3 level and the appearance of almost congenital small pedicles. At l4/5 there were bone spurs approx. 7mm. There was multilevel stenosis. The patient had the preoperative diagnosis of lumbago, lumbar arthritis w/o myelopathy, lumbar bulging/herniated disc; lumbar degenerative disc disease; lumbar facet degenerative/ hypertrophy; lumbar foraminal stenosis; lumbar lateral recess stenosis; lumbar radiculitis; lumbar spinal stenosis; and lumbar spondylolisthesis. The patient underwent surgery which consisted of a lumbar laminectomy and foraminotomy with decompression of the nerve roots with contralateral ligamentum flavum release, right l4/5 and lumbar destruction by thermal ablation of the paravertebral facet joint nerves, bilateral l3/4, left l4/5 and bilateral l5/s1. Fluoroscopy was utilized for verification and placement. No patient complications were noted. On (B)(6) 2014 the patient presented with post-operative pain and underwent percutaneous neuro stimulator motor unit placement. No patient complications were noted. On (B)(6) 2014, in a telephone encounter and also an ov, the patient reported relief from symptoms - no radicular symptoms but some mild post-operative back pain. The patient reported an 85% improvement form pre-operative symptoms. On (B)(6) 2014 the patient presented in ER with neck pain with radiation into the upper extremities. Diagnosis: c2/3 facet degeneration/hypertrophy; c3/4 bulging disc, spinal stenosis and foraminal stenosis; c6/7 bulging disc; and c4/5 right facet fusion. The patient underwent cervical selective nerve root block left c4. No patient complications noted. Post-procedurally the patient reported 9 0-95% improvement. On (B)(6) 2014 the patient presented with cervical spine pain which radiated down into both shoulders and both hands - probable c5/6 distribution with some c4/5. The patient had had a lot of neck and base of skull pain. Review of x-rays showed significant stenosis at c3/4 with the left > right the patient had the preoperative diagnosis of cervical arthritis without myelopathy; cervical degenerative disc disease; cervical foraminal and spinal stenosis; cervical fusion with hardware; cervical radiculitis; and post-operative changes. The patient underwent a cervical laminotomy and foraminotomy including partial facetectomy with decompression of the left c3/4 nerve root. Fluoroscopy was utilized for verification and placement. The following should be noted: the ligamentum flavum (c3/4) was severely hypertrophied; the left superior laminar bone was noted to have excessive osteophytes; the left inferior laminar bone was noted to have excessive osteophytes; the nerve root was observed to be severely compressed and severely inflamed; decompression of the cervical lateral cord was due to excessive osteophytes; the disc did not compress the nerve and therefor disc decompression was not carried out. No patient complications were noted. On (B)(6) 2014 the patient presented with mild surgical site drainage and swelling, on (B)(6) 2014, in a telephone encounter, the patient reported mild pain.

Event description:
On (B)(6) 2007, the patient presented with pain in neck with mild neuropathy to the left arm. The patient reported the pain started one week prior. On (B)(6) 2007, the patient presented with headaches and neck and shoulder pain. The patient underwent a cervical spine MRI which demonstrated a developmentally small central spinal canal in the mid cervical region status post anterior instrumentation c5-6 acdf; there was mild central stenosis and flattening of the thecal sac and chronic bilateral foraminal stenosis; chronic right c6-7 foraminal stenosis with a normal dorsal disc margin and no central stenosis or cord impingement; at the supra-adjacent c4-5 level, there was posterolateral annular bulging and a congenitally small canal without cord compression, bilateral foraminal stenosis was noted; midline annular fissure at c3-4 without herniation or cord compression, there was moderate right chronic foraminal stenosis; the cord was intrinsically normal. On (B)(6) 2007, the patient was presented with recurrent chest pain, right arm pain in a c6 distribution, medial border scapular pain on the right shoulder, posteroocipital headaches and neck pain onset 3- 6 weeks. Per the encounter notes the patient had previously undergone an emg which showed right c6 distribution nerve dysesthesias and injury. The patient underwent x-rays of the cervical spine which showed what appeared to be pseudoarthrosis at c5-6. The patient was prescribed a soft cervical collar. On (B)(6) 2007, the patient presented with posterior cervical, shoulder, and right extremity pain. The patient also had headaches. The patient underwent a CT myelogram which demonstrated pseudoarthrosis at c5-6 with residual severe stenosis bilaterally at c5-6 affecting the exiting c6 nerve root. At the c4-5 level there was mild to moderate bilateral foraminal stenosis and thickness of the c5 nerve roots in the upper limits and normal. The c3-4 level showed uncovertebral osteophytic spurs for moderate to severe right sided and mild left sided c3-4 foraminal stenosis. The disc spaces appeared relatively unremarkable above the levels of the fusion. On (B)(6) 2007, the patient presented with persistent pain and the diagnosis of pseudoarthrosis. On (B)(6) 2007, the patient presented with severe persistent neck pain. Per the encounter notes a physician felt there was arthrosis with right arm pain in a c6 distribution. Chest x-rays were taken which showed bony architecture intact; costophrenic angles appeared sharp; and the cardiac silhouette normal. Labs were taken which were unremarkable. Assessment: severe foraminal stenosis of multiple levels of the cervical spine. On (B)(6)2007, the patient per the operative report "... At this point the screws were then placed bilaterally without complications and ap and lateral fluoroscopic images confirmed excellent placement of the screws. The screws had excellent purchase. Again the pseudarthrosis was grossly confirmed with gross manipulation of the spinous processes causing motion at the c5-6 interspace. At this point bone morphogenic protein-ii-infuse was allowed to attach to the type ii collagens horn on the back table. This was subsequently wrapped around a mastergraft matrix and then after buffing the facet joint out bilaterally at c5-6, in addition to the lateral processes of c5 and c6 and the spinous processes of the lamina of c5 and c6 the bone morphogenic protein with mastergraft was placed into the gutters for fusion purposes..." No patient complications were noted. Cervical spine radiographs offered very limited examination. Due to technique the lateral view was non-diagnostic. Plate and screw anterior fusion device between the c5 and c6 vertebral bodies. Additional presumed pedicle screws and rods suboptimally evaluated on the lateral projection. On (B)(6) 2007, approx. 4 weeks post op, the patient presented with some dysesthetic burning pain at the level of incision. Radiographs showed good instrumentation positioning and normal alignment. On (B)(6) 2008, the patient presented, 3 months post op, with pain. Per the encounter notes the patient was not doing well and was having significant burning in the epigastric region with proximal radiation through the mediastinum region and dysesthetic burning pain in the posterior neck incision site. The patient had migratory-type symptoms in the upper extremities. Radiographs showed good instrumentation position and no overt signs of pseudoarthrosis. The patient underwent a MRI which showed thoracolumbar scheuermann's-type endplate changes at multiple points. There were multiple broad based annular protrusions at t6-7, t7-8 levels, also at t12-l1, t10-11 and t3-4 and t2-3. On (B)(6) 2008, the patient presented with thoracic disc abnormalities and pain. On (B)(6) 2008, the patient presented with burning inter-scapular back pain and mid thoracic back pain. Per the encounter notes the patient had had an MRI done which showed multilevel scheuermann's-type endplate changes without cord compression or signs of tumor, fracture, or infection. The patient had improved headaches and shoulder pain but new burning inter-scapular dysesthetic pain. Radiographs showed screws in good position and no overt pseudoarthrosis. On (B)(6) 2008, the patient presented with neck, back, and right ankle pain. The patient underwent a MRI of the lumbar spine which showed mild to moderate thoracolumbar scheuermann's-like changes with no thoracolumbar kyphosis; moderate acquired and developmental central canal stenosis at l4-5 and l3-4 with moderate sub articular recess stenosis on the left at l4-5; mild acquired and developmental narrowing of the central canal at l5-51 and l2-3, small left posterolateral disc herniation at t12-l1 with mild flattening of the left ventrolateral cord; no distal cord lesions or intradural mass, no neoplasm, fracture or infection. On (B)(6) 2008, the patient complained that their right arm locked up the day before. The patient presented with spasm in extensor muscles on the right forearm, hypertension, and cervical spine pain. On (B)(6) 2008, the patient presented with progressing neck pain with a burning pain up and down the spine. The patient also reported significant temperature fluctuations in the upper extremities and paresthesias in hands and feet. Pain management including but not limited to tens treatment, acupuncture, physical therapy, chiropractic, epidural injections and medications including narcotics were reported in the encounter notes as providing limited to no relief. On (B)(6) 2008, the patient presented with cervical, shoulder, and right>left upper extremity pain and paresthesias. The patient underwent x-rays which showed interval dorsal fusion at c5-6 with interbody bridging bone; moderate spinal canal stenosis developmentally with a torg ration of 0.5-0.6; and multilevel foraminal stenosis - unchanged. A CT myelography was taken which revealed interval posterior instrumentation fusion at c5-c6 and moderate developmental spinal canal stenosis with superimposed acquired stenosis, worst at the upper transitional c4-05 level where there is a shallow indentation on the anterior sac. The post myelography cervical CT demonstrated interval c5-c6 revision with placement of posterior instrumentation and graft; there has been interval fusion of graft, facets, and the c5 and c6 vertebral bodies. Interval c5 left laminotomy and bilateral foraminotomies with improved c5-c6 foraminal and canal ap diameters. Developmental spinal canal stenosis. Multilevel foramina, stenosis, worst at c4-05 and c3-c4 levels. On (B)(6) 2008, the patient presented with right parasagittal low back pain and severe axial neck pain. The patient had pain in the right side buttocks and pain radiating from the low back down the leg to the posterior thigh. The patient also reported symptoms of paresthesias, sleeping difficulties, headaches, crepitus. On (B)(6) 2008, the patient presented with neck and low back pain and underwent a s1 joint injection on the right side. On (B)(6) 2009 ,the patient presented with s1 joint dysfunction. On (B)(6) 2009, the patient presented in multiple physical therapy sessions with back and right hip pain. The posterior lumbar spine was noted to have shifted left. Between (B)(6) 2009, the patient presented in multiple physical therapy sessions with right hip and neck pain. Diagnosis: sacral dysfunction, shoulder joint pain, cervicalgia, and pelvis joint pain. On (B)(6) 2009, the patient presented with s1 syndrome and cervical spondylosis. On (B)(6) 2009, the patient presented with neck and arm pain and the diagnosis of cervical spondylosis and disorders of the sacrum. On (B)(6) 2009, the patient presented with neck, arm, and worsening shoulder pain and the diagnosis of cervical spondylosis and disorders of the sacrum. On (B)(6) 2009, the patient presented with cervical spondylosis, coccydynai, and sacroiliac syndrome. The patient underwent injection therapy. On (B)(6) 2009, the patient presented with s1 joint dysfunction and axial neck and thoracic back pain. On (B)(6) 2009, the patient presented with increased pain. Diagnosis: cervical spondylosis and disorders of the sacrum. On (B)(6) 2009, per billing records, the patient presented in ER and underwent various labs. On (B)(6) 2009, the patient presented with the diagnosis: cervical spondylosis and disorders of the sacrum. The patient felt they had impingement in the shoulders. On (B)(6) 2009, the patient presented with the diagnosis: cervical spondylosis and disorders of the sacrum. On (B)(6) 2009, the patient presented with neck pain and mild headaches and mid thoracic and shoulder burning pain. On (B)(6) 2010, the patient presented with the diagnosis: cervical spondylosis and disorders of the sacrum. It was noted that the patient could not tolerate being up for more than 3-4 hours. On (B)(6) 2010, the patient presented with neck and shoulder pain. Diagnosis: cervical spondylosis and disorders of the sacrum. On (B)(6) 2010, the patient presented significant neck and back pain. The patient underwent a injection therapy. On (B)(6) 2010, the patient presented for a follow up after being seen by a neurologist, vascular surgery, and psychiatry for his ongoing chronic neck and back pain. Emg revealed multilevel disc disease. Treatment included lexapro, lorazepam at night, and savella. On (B)(6) 2010, the patient presented in multiple physical therapy sessions with the diagnosis of cervicalgia and pain in the thoracic spine. On (B)(6) 2010, per billing records, the patient underwent multiple labs including but not limited to a lipid panel, cbc and sedimentation rate. On (B)(6) 2010, the patient presented with the diagnosis of cervicalgia and pain in the thoracic spine. The patient also presented with some chest pain. On (B)(6) 2010, the patient presented with cervical/thoracic/lumbar pain and what appeared to be s1 joint instability. The patient underwent a s1 complex joint injection on the right side. No patient complications were noted. No patient complications were noted. On (B)(6) 2010, the patient presented with neck, scapular, mid-back, low back, and coccyx pain. Diagnosis: myofascial neck pain. On (B)(6) 2010, the patient presented with worsening pain and the diagnosis of cervicalgia and pain in the thoracic spine. The patient reported falling two weeks prior with increased left shoulder and neck pain. The patient had lack of rom in the left shoulder. Assessment: multiple joint compression on the right shoulder blades resulting in inflammatory response and hypermobility. On (B)(6) 2010, the patient presented with headache and improved neck pain. On (B)(6) 2010 ,the patient presented with constant headaches and right thoracic pain. On (B)(6) 2010, the patient underwent epidural steroid injection at c7-t1 with a continuous epidural catheter placement up to c4-5 with deposition of medication along his left epidural gutter. On (B)(6) 2010, the patient presented with the diagnosis of cervicalgia and pain in the thoracic spine. The patient had been started on nsaids. The patient reported mid thoracic pain but improved neck pain with injection. On (B)(6) 2010, patient complained of left greater than right sided neck pain. The patient underwent left third occipital nerve, left c3, c4, and c5 medial branch radiofrequency ablation of these medial branches. On (B)(6) 2010, the patient reported neck pain which would awaken them at night and they would experience temporary inability to move arms their arms. The patient also reported headaches, nausea and some vision difficulties. On (B)(6) 2010, the patient presented with low back pain. The patient underwent bilateral s1 joint injections and a sacrococcygeal joint injection. No patient complications were noted. On (B)(6) 2010, the patient presented with neck and shoulder pain and soreness similar to old impingement symptoms. The patient also had the diagnosis of: sacrum disorders and s1 dysfunction. The patient also presented with bilateral buttock and tailbone pain. The patient underwent bilateral s1 joint injections. No patient complications were noted. On (B)(6) 2010 ,the patient presented with lower back, neck and shoulder pain. On (B)(6) 2010, the patient presented with neck pain, burning sensation down throat, stabbing pain in shoulders, and numbness in the neck. On (B)(6) 2011 ,the patient presented in physical therapy with increasing neck and shoulder pain. On (B)(6) 2011, per billing records the patient underwent a right joint lower extremity MRI. On (B)(6) 2011, the patient presented with the diagnosis: myofascial neck pain. On (B)(6) 2011, the patient presented with worsening headaches and also reported that the in house traction unit was "not enough to help" is symptoms. On (B)(6) 2011, the patient presented worsening "all over" pain and depression. On (B)(6) 2011, the patient reported "a rough day yesterday" where they had difficulty getting out of bed, bad headache, dizziness, and nausea. On (B)(6) 2011, the patient presented with left neck soreness with difficulty looking left. On (B)(6) 2011, the patient presented for physical therapy. On (B)(6) 2011, the patient presented with a pinching pain in the neck and right knee pain. The patient was now wearing a brace on the right knee. On (B)(6) 2011, the patient presented with ongoing thoracic pain. The patient reported the inability to tolerate activity greater than one hour. On (B)(6) 2011, the patient presented with neck, mid-back, and low back pain. On (B)(6) 2011, the patient presented with thoracic radicular pain and underwent a left t6-t7 and right t6-t7 transforaminal epidural steroid injection using fluoroscopic guidance and contrast control. No patient complications were noted. On (B)(6) 2011 ,the patient presented with right sided buttock pain and coccyx pain. The patient underwent a right s1 joint injection and stabilization and right interosseous s1 joint ligament complex injection. No patient complications were noted. On (B)(6) 2011, the patient presented for physical therapy with lumbar and neck pain. On (B)(6) 2011, MRI of neck revealed was unremarkable of the neck as visualized. On (B)(6) 2011 ,the patient presented with uncontrolled headaches and increased blood pressure. Per the encounter notes the patient had had a MRI due to dizziness and poor memory. On (B)(6) 2011, the patient presented for physical therapy with high blood pressure, depression, constant tingling in bilateral c6 in the hands, lower back pain, and neck pain with tingling (increased when looking up). Per the encounter notes the current symptoms could have been coming from mechanical and myofascial limitation related to the previous surgery. On (B)(6) 2011, the patient presented with upper cervical pain and underwent an epidural steroid injection at c7-t1 with a continuous epidural catheter placement up to c4-5 with deposition of medication along his left epidural gutter. No patient complications were noted. On (B)(6) 2011, the patient presented for physical therapy with constant headaches, constant tingling in the bilateral c6 distribution in hands, and low cervical area discomfort. On (B)(6) 2011, the patient presented for physical therapy with constant tingling in the bilateral c6 distribution in hands, soreness in the neck and head, headache, depression, and pain when looking up. On (B)(6) 2011, the patient presented for physical therapy with high blood pressure, headaches, constant tingling in the bilateral c6 distribution in hands, and sudden onset of new right neck spasms and pain. On (B)(6) 2011, the patient presented in physical therapy with neck, upper extremity, upper back and lower back pain. Per the encounter notes the patient had bilateral buttock pain without clear indication of s1 dysfunction with testing. The patient also had modest hypermobility of the lower back and hips which probably were contributory to the current complaints. On (B)(6) 2011, the patient presented with upper cervical, midback, low back, and tail bone pain. The patient underwent a bilateral s1 joint injection and stabilization and right inter-osseous s1 joint ligament complex injection. No patient complications were noted. On (B)(6) 2011, the patient reportedly underwent s1 and lumbar spine injections. On (B)(6) 2011 ,the patient presented with worsening neck pain (mostly left sided) and bad headaches the night before which had caused vomiting. Per the encounter notes after the last injection the patient could not take their regular meds for 2-3 weeks afterwards. The patient still had tingling in the bilateral c6 distribution in hands. There was difficulty with activities of daily living (adl) - the patient could not self-manage pain. There was increased guarding and tenderness on the cervical left side. On (B)(6) 2012 ,the patient presented in physical therapy with ongoing neck and shoulder soreness with significant pain on the left side neck. On (B)(6) 2012, the patient presented in physical therapy with ongoing neck and shoulder soreness with significant pain on the left side neck and headaches which make them nauseous. Per the encounter notes the patient's liver blood tests were still high. On (B)(6) 2012, the patient presented in physical therapy with ongoing neck pain and the diagnosis of cervicalgia. On (B)(6) 2012, the patient underwent right paramedian c7-t1 interlaminar epidural steroid injection using fluoroscopic guidance and contract control. On (B)(6) 2012, the patient presented with aggravated right side neck pain. On (B)(6) 2012, the patient presented with left cervical / thoracic soreness. The patient had increased guarding and tenderness on left c7-t1 area described as a needle-type feeling on (B)(6) 2012, the patient presented with left sided neck pain and headaches. The patient underwent a left third occipital nerve, left c3, c4 and c5 medial branch radiofrequency ablation of these medial branches. No patient complications were noted. On (B)(6) 2012, the patient presented with the diagnosis: myofascial neck pain. On (B)(6) 2012, the patient complained of neck and back pain. Treatment included percocet renewal. On (B)(6) 2012, the patient presented with low back pain and tailbone pain. The patient underwent a bilateral s1 joint injection and stabilization and right interosseous s1 joint ligament complex injection. No patient complications were noted. On (B)(6) 2012, the patient presented with headaches and upper back and neck pain. On (B)(6) 2012, the patient presented with low back pain, right > left and tailbone pain. The patient underwent a bilateral s1 joint injection and stabilization and right interosseous s1 joint ligament complex injection. No patient complications were noted. On (B)(6) 2012, the patient presented with the following problem list: htn, hyperlipidemia, depression (largely secondary to disability and pain), chronic pain syndrome, gerd and hyperglycemia. It was also reported that the patient had stopped taking tylenol due to high liver numbers. Medications: percocet. The patent underwent various labs which revealed high glucose and hgb a1 c levels. On (B)(6) 2012, the patient reported having fallen 5days prior and hurting back. The patient had undergone labs which showed they were borderline a1c (diabetes). The patent underwent various labs which revealed high triglycerides and hgb a1 c levels. On (B)(6) 2012, the patient presented with increased back pain and decreased mood. The patent underwent various labs which revealed high alanine aminotransferase, cholesterol, and triglycerides. On (B)(6) 2012, the patient presented with left side neck pain underwent diagnostic medial branch blocks at the left c6, c7 and c8 medial branches under fluoroscopic guidance. No patient complications were noted. On (B)(6) 2012, the patient presented with low back pain and tailbone pain. The patient underwent a bilateral s1 joint injection and bilateral interosseous s1 joint ligament injection in conjunction with a bilateral coccyx injection under fluoroscopic guidance with contrast control. No patient complications were noted. On (B)(6) 2012, the patient presented with left side neck pain underwent diagnostic medial branch blocks at the left c6 and c7 medial branches to anesthetize the c6/c7 facet joint. This is all done under fluoroscopic guidance with contrast control. No patient complications were noted. On (B)(6) 2012, the patient reported they needed to be off of anti-inflammatories after having received "pumice injections in the lower spine." The patient believed this increased their pain. The patient underwent various labs which showed high glucose and aspartate aminotransferase. The patient borderline type 2 diabetes. On (B)(6) 2012, the patient presented with pain and underwent a radio-frequency ablation of the left c6 and c7 levels all under fluoroscopic guidance with IV sedation. No patient complications were noted. On (B)(6) 2012, the patient presented with chronic upper back pain and neck pain. The patient was "quite symptomatic." On (B)(6) 2012, he patient presented with chronic upper back pain and neck pain. The patient reported that side bending produced a pinching pain in the left upper trap. Diagnosis: cervicalgia. On (B)(6) 2012, the patient presented with chronic upper back pain and neck pain. The patient had started medrol dose pak the day before. On (B)(6) 2012, the patient underwent various labs which revealed elevated liver enzymes (hgb a1c). On (B)(6) 2012 ,the patient presented with elevated labs, nausea and vomiting. The patient underwent an abdomen and right upper quadrant ultrasound which demonstrated probable fatty infiltration of the liver. On (B)(6) 2012, the patient presented with lower back and sacral pain. Diagnosis: sacrum disorders and cervicalgia. On (B)(6) 2012, the patient presented with neck pain and increasing lower back pain. Pain was along the sacrum down the coccyx. On (B)(6) 2012, the patient complained of being really sore at the neck, upper back, mid back, and lower back. On (B)(6) 2012 ,the patient presented with low back pain secondary to s1 joint dysfunction and coccydynia. The patient underwent a s1 bilateral joint injection. On (B)(6) 2012, the patient presented with increased lower back pain. The patient reported that recent radio-frequency treatment mad e their discomfort worse. On (B)(6) 2013, the patient presented with pain, anxiety, and nervousness. On (B)(6) 2013, the patient presented with the diagnosis of cervicalgia and lumbago. On (B)(6) 2013, the patient presented with new onset numbness in arms, neck pain as well as tailbone and low back pain. The patient underwent an epidural injection - tailbone. On (B)(6) 2013, the patient presented with neck pain and arm numbness. The patient underwent a cervical spine MRI which demonstrated postoperative changes cervical fusion c5-c6; susceptibly artifact from patient's anterior and posterior fusion hardware at the c5-c6 level mildly degrading image quality; posterior disk osteophyte complex at the c3-c4 level effaces the ventral thecal sac; severe bilateral neural foraminal stenosis at the c3-c4 level; moderate to severe left and moderate right neural foraminal stenosis at the c2-c level; moderate left and mild right neural foraminal stenosis at the c4-05 level; and probable moderate bilateral neural foraminal stenosis at the c6-c7 level. On 2013, the patient presented with the diagnosis: myofascial neck pain. On (B)(6) 2013, the patient presented with bad neck and upper back pain and headaches. On (B)(6) 2013, the patient presented with headaches, shoulder pain, soreness in neck, chest and arm pit pain and aching, and thumb and finger numbness. The patient reported that the symptoms had worsened over the last week. The patient also reported leg pain, tingling, and weakness. On (B)(6) 2013, the patient presented with neck pain, headaches, left shoulder pain, mid back pain and low back pain. Then patient received a right para-median c7-t1 inter-laminar epidural steroid injection using fluoroscopic guidance and contrast control. No patient complications were noted. On (B)(6) 2013, the patient presented with left sided neck pain with headaches. The patient underwent a cervical nerve block c3-4 on the left. No patient complications were reported. On (B)(6) 2013, the patient presented with pain, anxiety, nervousness, and headaches often with vomiting. Per the encounter notes the patient's previous MRI showed progressive cervical disc disease. On (B)(6) 2013, the patient presented with left sided neck pain with headaches. The patient underwent a cervical nerve block c3-4 on the left. No patient complications were reported. On (B)(6) 2013, the patient presented with greater neck and backpain secondary to an increase in humidity. The patient was also depressed. A note was made that the doctor could not use ssri's due to the patients other medications. It was noted that the patient had an elevated blood sugar reading. The patient underwent various labs which revealed high liver enzymes (hgb a1c and alanine aminotransferase.) On (B)(6) 2013, the patient presented with left sided neck pain with headaches. The patient underwent a cervical nerve block on the left. No patient complications were reported. On (B)(6) 2013, the patient presented with increased neck pain shooting into bilateral arms. The patient reported tingling and numbness in the tips of fingers as well as pain in armpits down arms. The patient still had lumbar and thoracic back pain and headaches. On (B)(6) 2013, the patient presented with chronic pain. The patient also presented with some rosacea. The patient underwent various labs which revealed elevated lived enzymes and elevated glucose. On (B)(6) 2013, the patient reportedly underwent a left occipital nerve injection. On (B)(6) 2013, the patient presented with a pain well controlled with current meds.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007 the patient presented with pain in neck with mild neuropathy to the left arm. The patient reported the pain started one week prior. On (B)(6) 2007 the patient presented with headaches and neck and shoulder pain. The patient underwent a cervical spine MRI which demonstrated a developmentally small central spinal canal in the mid cervical region status post anterior instrumentation c5-6 acdf; there was mild central stenosis and flattening of the thecal sac and chronic bilateral foraminal stenosis; chronic right c6-7 foraminal stenosis with a normal dorsal disc margin and no central stenosis or cord impingement; at the supra-adjacent c4-5 level, there was posterolateral annular bulging and a congenitally small canal without cord compression, bilateral foraminal stenosis was noted; midline annular fissure at c3-4 without herniation or cord compression, there was moderate right chronic foraminal stenosis; the cord was intrinsically normal. On (B)(6) 2007 the patient was presented with recurrent chest pain, right arm pain in a c6 distribution, medial border scapular pain on the right shoulder, posteroocipital headaches and neck pain onset 3- 6 weeks. Per the encounter notes the patient had previously undergone an emg which showed right c6 distribution nerve dysesthesias and injury. The patient underwent x-rays of the cervical spine which showed what appeared to be pseudoarthrosis at c5-6. The patient was prescribed a soft cervical collar. On (B)(6) 2007 the patient presented with posterior cervical, shoulder, and right extremity pain. The patient also had headaches. The patient underwent a CT myelogram which demonstrated pseudoarthrosis at c5-6 with residual severe stenosis bilaterally at c5-6 affecting the exiting c6 nerve root. At the c4-5 level there was mild to moderate bilateral foraminal stenosis and thickness of the c5 nerve roots in the upper limits and normal. The c3-4 level showed uncovertebral osteophytic spurs for moderate to severe right sided and mild left sided c3-4 foraminal stenosis. The disc spaces appeared relatively unremarkable above the levels of the fusion. On (B)(6) 2007 the patient presented with persistent pain and the diagnosis of pseudoarthrosis. On (B)(6) 2007 the patient presented with severe persistent neck pain. Per the encounter notes a physician felt there was arthrosis with right arm pain in a c6 distribution. Chest x-rays were taken which showed bony architecture intact; costophrenic angles appeared sharp; and the cardiac silhouette normal. Labs were taken which were unremarkable. Assessment: severe foraminal stenosis of multiple levels of the cervical spine. On (B)(6) 2007 the patient per the operative report ¿¿.at this point the screws were then placed bilaterally without complications and ap and lateral fluoroscopic images confirmed excellent placement of the screws. The screws had excellent purchase. Again the pseudarthrosis was grossly confirmed with gross manipulation of the spinous processes causing motion at the c5-6 interspace. At this point bone morphogenic protein-ii-infuse was allowed to attach to the type ii collagens horn on the back table. This was subsequently wrapped around a mastergraft matrix and then after buffing the facet joint out bilaterally at c5-6, in addition to the lateral processes of c5 and c6 and the spinous processes of the lamina of c5 and c6 the bone morphogenic protein with mastergraft was placed into the gutters for fusion purposes¿¿ no patient complications were noted. Cervical spine radiographs offered very limited examination. Due to technique the lateral view was non-diagnostic. Plate and screw anterior fusion device between the c5 and c6 vertebral bodies. Additional presumed pedicle screws and rods suboptimally evaluated on the lateral projection. On (B)(6) 2007, approx. 4 weeks post op, the patient presented with some dysesthetic burning pain at the level of incision. Radiographs showed good instrumentation positioning and normal alignment. On (B)(6) 2008 the patient presented, 3 months post op, with pain. Per the encounter notes the patient was not doing well and was having significant burning in the epigastric region with proximal radiation through the mediastinum region and dysesthetic burning pain in the posterior neck incision site. The patient had migratory-type symptoms in the upper extremities. Radiographs showed good instrumentation position and no overt signs of pseudoarthrosis. The patient underwent a MRI which showed thoracolumbar scheuermann's-type endplate changes at multiple points. There were multiple broad based annular protrusions at t6-7, t7-8 levels, also at t12-l1, t10-11 and t3-4 and t2-3. On (B)(6) 2008 the patient presented with thoracic disc abnormalities and pain. On (B)(6) 2008 the patient presented with burning inter-scapular back pain and mid thoracic back pain. Per the encounter notes the patient had an MRI done which showed multilevel scheuermann's-type endplate changes without cord compression or signs of tumor, fracture, or infection. The patient had improved headaches and shoulder pain but new burning inter-scapular dysesthetic pain. Radiographs showed screws in good position and no overt pseudoarthrosis. On (B)(6) 2008 the patient presented with neck, back, and right ankle pain. The patient underwent a MRI of the lumbar spine which showed mild to moderate thoracolumbar scheuermann's-like changes with no thoracolumbar kyphosis; moderate acquired and developmental central canal stenosis at l4-5 and l3-4 with moderate sub articular recess stenosis on the left at l4-5; mild acquired and developmental narrowing of the central canal at l5-51 and l2-3, small left posterolateral disc herniation at t12-l1 with mild flattening of the left ventrolateral cord; no distal cord lesions or intradural mass, no neoplasm, fracture or infection. On (B)(6) 2008 the patient complained that their right arm locked up the day before. The patient presented with spasm in extensor muscles on the right forearm, hypertension, and cervical spine pain. On (B)(6) 2008 the patient presented with progressing neck pain with a burning pain up and down the spine. The patient also reported significant temperature fluctuations in the upper extremities and paresthesias in hands and feet. Pain management including but not limited to tens treatment, acupuncture, physical therapy, chiropractic, epidural injections and medications including narcotics were reported in the encounter notes as providing limited to no relief. On (B)(6) 2008 the patient presented with cervical, shoulder, and right>left upper extremity pain and paresthesias. The patient underwent x-rays which showed interval dorsal fusion at c5-6 with interbody bridging bone; moderate spinal canal stenosis developmentally with a torg ration of 0.5-0.6; and multilevel foraminal stenosis - unchanged. A CT myelography was taken which revealed interval posterior instrumentation fusion at c5-c6 and moderate developmental spinal canal stenosis with superimposed acquired stenosis, worst at the upper transitional c4-05 level where there is a shallow indentation on the anterior sac. The post myelography cervical CT demonstrated interval c5-c6 revision with placement of posterior instrumentation and graft; there has been interval fusion of graft, facets, and the c5 and c6 vertebral bodies. Interval c5 left laminotomy and bilateral foraminotomies with improved c5-c6 foraminal and canal ap diameters. Developmental spinal canal stenosis. Multilevel foramina, stenosis, worst at c4-05 and c3-c4 levels. On (B)(6) 2008 the patient presented with right parasagittal low back pain and severe axial neck pain. The patient had pain in the right side buttocks and pain radiating from the low back down the leg to the posterior thigh. The patient also reported symptoms of paresthesias, sleeping difficulties, headaches, crepitus. On (B)(6) 2008 the patient presented with neck and low back pain and underwent a s1 joint injection on the right side. On (B)(6) 2009 the patient presented with s1 joint dysfunction. On (B)(6) 2009 the patient presented in multiple physical therapy sessions with back and right hip pain. The posterior lumbar spine was noted to have shifted left. Between (B)(6) 2009 the patient presented in multiple physical therapy sessions with right hip and neck pain. Diagnosis: sacral dysfunction, shoulder joint pain, cervicalgia, and pelvis joint pain. On (B)(6) 2009 the patient presented with s1 syndrome and cervical spondylosis. On (B)(6) 2009 the patient presented with neck and arm pain and the diagnosis of cervical spondylosis and disorders of the sacrum. On (B)(6) 2009 the patient presented with neck, arm, and worsening shoulder pain and the diagnosis of cervical spondylosis and disorders of the sacrum on (B)(6) 2009 the patient presented with cervical spondylosis, coccydynai, and sacroiliac syndrome. The patient underwent injection therapy. On (B)(6) 2009 the patient presented with s1 joint dysfunction and axial neck and thoracic back pain. On (B)(6) 2009 the patient presented with increased pain. Diagnosis: cervical spondylosis and disorders of the sacrum. On (B)(6) 2009, per billing records, the patient presented in ER and underwent various labs. On (B)(6) 2009 the patient presented with the diagnosis: cervical spondylosis and disorders of the sacrum. The patient felt they had impingement in the shoulders. On (B)(6) 2009 the patient presented with the diagnosis: cervical spondylosis and disorders of the sacrum. On (B)(6) 2009 the patient presented with neck pain and mild headaches and mid thoracic and shoulder burning pain. On (B)(6) 2010 the patient presented with the diagnosis: cervical spondylosis and disorders of the sacrum. It was noted that the patient could not tolerate being up for more than 3-4 hours. On (B)(6) 2010 the patient presented with neck and shoulder pain. Diagnosis: cervical spondylosis and disorders of the sacrum. On (B)(6) 2010 the patient presented significant neck and back pain. The patient underwent a injection therapy. On (B)(6) 2010, the patient presented for a follow up after being seen by a neurologist, vascular surgery, and psychiatry for his ongoing chronic neck and back pain. Emg revealed multilevel disc disease. Treatment included lexapro, lorazepam at night, and savella. On (B)(6) 2010 the patient presented in multiple physical therapy sessions with the diagnosis of cervicalgia and pain in the thoracic spine. On (B)(6) 2010, per billing records, the patient underwent multiple labs including but not limited to a lipid panel, cbc and sedimentation rate. On 04 march 2010 the patient presented with the diagnosis of cervicalgia and pain in the thoracic spine. The patient also presented with some chest pain. On 29 march 2010 the patient presented with cervical/thoracic/lumbar pain and what appeared to be s1 joint instability. The patient underwent a s1 complex joint injection on the right side. No patient complications were noted. No patient complications were noted. On 01 june 2010 the patient presented with neck, scapular, mid-back, low back, and coccyx pain. Diagnosis: myofascial neck pain. On 03 june 2010 the patient presented with worsening pain and the diagnosis of cervicalgia and pain in the thoracic spine. The patient reported falling two weeks prior with increased left shoulder and neck pain. The patient had lack of rom in the left shoulder. Assessment: multiple joint compression on the right shoulder blades resulting in inflammatory response and hypermobility. On 15 june 2010 the patient presented with headache and improved neck pain. On 27 july 2010 the patient presented with constant headaches and right thoracic pain. On 7/29/2010, the patient underwent epidural steroid injection at c7-t1 with a continuous epidural catheter placement up to c4-5 with deposition of medication along his left epidural gutter. On 05 aug 2010 the patient presented with the diagnosis of cervicalgia and pain in the thoracic spine. The patient had been started on nsaids. The patient reported mid thoracic pain but improved neck pain with injection. On 8/26/2010, patient complained of left greater than right sided neck pain. The patient underwent left third occipital nerve, left c3, c4, and c5 medial branch radiofrequency ablation of these medial branches. On 05 aug 2010 the patient reported neck pain which would awaken them at night and they would experience temporary inability to move arms their arms. The patient also reported headaches, nausea and some vision difficulties. On 09 sept 2010 the patient presented with low back pain. The patient underwent bilateral s1 joint injections and a sacrococcygeal joint injection. No patient complications were noted. On 30 sept 2010 the patient presented with neck and shoulder pain and soreness similar to old impingement symptoms. The patient also had the diagnosis of: sacrum disorders and s1 dysfunction. The patient also presented with bilateral buttock and tailbone pain. The patient underwent bilateral s1 joint injections. No patient complications were noted. On (B)(6) 2010 the patient presented with lower back, neck and shoulder pain. On (B)(6) 2010 the patient presented with neck pain, burning sensation down throat, stabbing pain in shoulders, and numbness in the neck. On (B)(6) 2011 the patient presented in physical therapy with increasing neck and shoulder pain. On (B)(6) 2011 per billing records the patient underwent a right joint lower extremity MRI. On (B)(6) 2011 the patient presented with the diagnosis: myofascial neck pain. On (B)(6) 2011 the patient presented with worsening headaches and also reported that the in house traction unit was ¿not enough to help¿ his symptoms. On (B)(6) 2011 the patient presented worsening ¿all over¿ pain and depression. On (B)(6) 2011 the patient reported ¿a rough day yesterday¿ where they had difficulty getting out of bed, bad headache, dizziness, and nausea. On (B)(6) 2011 the patient presented with left neck soreness with difficulty looking left. On 11 may 2011 the patient presented for physical therapy. On (B)(6) 2011 the patient presented with a pinching pain in the neck and right knee pain. The patient was now wearing a brace on the right knee. On (B)(6) 2011 the patient presented with ongoing thoracic pain. The patient reported the inability to tolerate activity greater than one hour. On 26 may 2011 the patient presented with neck, mid-back, and low back pain. On 31 may 2011 the patient presented with thoracic radicular pain and underwent a left t6-t7 and right t6-t7 transforaminal epidural steroid injection using fluoroscopic guidance and contrast control. No patient complications were noted. On 07 june 2011 the patient presented with right sided buttock pain and coccyx pain. The patient underwent a right s1 joint injection and stabilization and right interosseous s1 joint ligament complex injection. No patient complications were noted. On 07 july 2011 the patient presented for physical therapy with lumbar and neck pain. On 07/25/2011, MRI of neck revealed was unremarkable of the neck as visualized. On 26 jul 2011 the patient presented with uncontrolled headaches and increased blood pressure. Per the encounter notes the patient had a MRI due to dizziness and poor memory. On 09 aug 2011 the patient presented for physical therapy with high blood pressure, depression, constant tingling in bilateral c6 in the hands, lower back pain, and neck pain with tingling (increased when looking up). Per the encounter notes the current symptoms could have been coming from mechanical and myofascial limitation related to the previous surgery. On 10 aug 2011 the patient presented with upper cervical pain and underwent an epidural steroid injection at c7-t1 with a continuous epidural catheter placement up to c4-5 with deposition of medication along his left epidural gutter. No patient complications were noted. On 11 aug 2011 the patient presented for physical therapy with constant headaches, constant tingling in the bilateral c6 distribution in hands, and low cervical area discomfort. On 18 aug 2011, 30 aug 2011, 06 sept 2011, 08 sept 2011, 13 sept 2011, and 15 sept 2011 the patient presented for physical therapy with constant tingling in the bilateral c6 distribution in hands, soreness in the neck and head, headache, depression, and pain when looking up. On 27 sept 2011 the patient presented for physical therapy with high blood pressure, headaches, constant tingling in the bilateral c6 distribution in hands, and sudden onset of new right neck spasms and pain. On 19 oct 2011 the patient presented in physical therapy with neck, upper extremity, upper back and lower back pain. Per the encounter notes the patient had bilateral buttock pain without clear indication of s1 dysfunction with testing. The patient also had modest hypermobility of the lower back and hips which probably were contributory to the current complaints. On 24 oct 2011 the patient presented with upper cervical, midback, low back, and tail bone pain. The patient underwent a bilateral s1 joint injection and stabilization and right inter-osseous s1 joint ligament complex injection. No patient complications were noted. On (B)(6) 2011 the patient reportedly underwent s1 and lumbar spine injections. On (B)(6) 2011 the patient presented with worsening neck pain (mostly left sided) and bad headaches the night before which had caused vomiting. Per the encounter notes after the last injection the patient could not take their regular meds for 2-3 weeks afterwards. The patient still had tingling in the bilateral c6 distribution in hands. There was difficulty with activities of daily living (adl) ¿ the patient could not self-manage pain. There was increased guarding and tenderness on the cervical left side. On (B)(6) 2012 the patient presented in physical therapy with ongoing neck and shoulder soreness with significant pain on the left side neck. On (B)(6) 2012 the patient presented in physical therapy with ongoing neck and shoulder soreness with significant pain on the left side neck and headaches which make them nauseous. Per the encounter notes the patient¿s liver blood tests were still high. On (B)(6) 2012 the patient presented in physical therapy with ongoing neck pain and the diagnosis of cervicalgia. On (B)(6) 2012, the patient underwent right paramedian c7-t1 interlaminar epidural steroid injection using fluoroscopic guidance and contract control. On (B)(6) 2012 the patient presented with aggravated right side neck pain. On (B)(6) 2012 the patient presented with left cervical / thoracic soreness. The patient had increased guarding and tenderness on left c7-t1 area described as a needle-type feeling on (B)(6) 2012 the patient presented with left sided neck pain and headaches. The patient underwent a left third occipital nerve, left c3, c4 and c5 medial branch radiofrequency ablation of these medial branches. No patient complications were noted. On (B)(6) 2012 the patient presented with the diagnosis: myofascial neck pain. On (B)(6) 2012, the patient complained of neck and back pain. Treatment included percocet renewal. On (B)(6) 2012 the patient presented with low back pain and tailbone pain. The patient underwent a bilateral s1 joint injection and stabilization and right interosseous s1 joint ligament complex injection. No patient complications were noted. On (B)(6) 2012 the patient presented with headaches and upper back and neck pain. On (B)(6) 2012 the patient presented with low back pain, right > left and tailbone pain. The patient underwent a bilateral s1 joint injection and stabilization and right interosseous s1 joint ligament complex injection. No patient complications were noted. On (B)(6) 2012 the patient presented with the following problem list: htn, hyperlipidemia, depression (largely secondary to disability and pain), chronic pain syndrome, gerd and hyperglycemia. It was also reported that the patient had stopped taking tylenol due to high liver numbers. Medications: percocet. The patent underwent various labs which revealed high glucose and hgb a1 c levels. On (B)(6) 2012 the patient reported having fallen 5 days prior and hurting back. The patient had undergone labs which showed they were borderline a1c (diabetes). The patent underwent various labs which revealed high triglycerides and hgb a1 c levels. On (B)(6) 2012 the patient presented with increased back pain and decreased mood. The patent underwent various labs which revealed high alanine aminotransferase, cholesterol, and triglycerides. On (B)(6) 2012 the patient presented with left side neck pain underwent diagnostic medial branch blocks at the left c6, c7 and c8 medial branches under fluoroscopic guidance. No patient complications were noted. On (B)(6) 2012 the patient presented with low back pain and tailbone pain. The patient underwent a bilateral s1 joint injection and bilateral interosseous s1 joint ligament injection in conjunction with a bilateral coccyx injection under fluoroscopic guidance with contrast control. No patient complications were noted. On (B)(6) 2012 the patient presented with left side neck pain underwent diagnostic medial branch blocks at the left c6 and c7 medial branches to anesthetize the c6/c7 facet joint. This is all done under fluoroscopic guidance with contrast control. No patient complications were noted. On (B)(6) 2012 the patient reported they needed to be off of anti-inflammatories after having received ¿pumice injections in the low ER spine¿. The patient believed this increased their pain. The patient underwent various labs which showed high glucose and aspartate aminotransferase. The patient borderline type 2 diabetes. On (B)(6) 2012 the patient presented with pain and underwent a radio-frequency ablation of the left c6 and c7 levels all under fluoroscopic guidance with IV sedation. No patient complications were noted. On (B)(6) 2012 the patient presented with chronic upper back pain and neck pain. The patient was ¿quite symptomatic¿. On 08 (B)(6) 2012 he patient presented with chronic upper back pain and neck pain. The patient reported that side bending produced a pinching pain in the left upper trap. Diagnosis: cervicalgia. On (B)(6) 2012 the patient presented with chronic upper back pain and neck pain. The patient had started medrol dose pak the day before. On (B)(6) 2012 the patient underwent various labs which revealed elevated liver enzymes (hgb a1c). On (B)(6) 2012 the patient presented with elevated labs, nausea and vomiting. The patient underwent an abdomen and right upper quadrant ultrasound which demonstrated probable fatty infiltration of the liver. On (B)(6) 2012 the patient presented with lower back and sacral pain. Diagnosis: sacrum disorders and cervicalgia. On (B)(6) 2012 the patient presented with neck pain and increasing lower back pain. Pain was along the sacrum down the coccyx. On (B)(6) 2012 the patient complained of being really sore at the neck, upper back, mid back, and lower back. On (B)(6) 2012 the patient presented with low back pain secondary to s1 joint dysfunction and coccydnia. The patient underwent a s1 bilateral joint injection. On (B)(6) 2012 the patient presented with increased lower back pain. The patient reported that recent radio-frequency treatment mad e their discomfort worse. On (B)(6) 2013 the patient presented with pain, anxiety, and nervousness. On (B)(6) 2013 the patient presented with the diagnosis of cervicalgia and lumbago. On (B)(6) 2013 the patient presented with new onset numbness in arms, neck pain as well as tailbone and low back pain. The patient underwent an epidural injection ¿ tailbone. On (B)(6) 2013 the patient presented with neck pain and arm numbness. The patient underwent a cervical spine MRI which demonstrated postoperative changes cervical fusion c5-c6; susceptibly artifact from patient's anterior and posterior fusion hardware at the c5-c6 level mildly degrading image quality; posterior disk osteophyte complex at the c3-c4 level effaces the ventral thecal sac; severe bilateral neural foraminal stenosis at the c3-c4 level; moderate to severe left and moderate right neural foraminal stenosis at the c2-c level; moderate left and mild right neural foraminal stenosis at the c4-05 level; and probable moderate bilateral neural foraminal stenosis at the c6-c7 level. On (B)(6) 2013 the patient presented with the diagnosis: myofascial neck pain. On (B)(6) 2013 the patient presented with bad neck and upper back pain and headaches. On (B)(6) 2013 the patient presented with headaches, shoulder pain, soreness in neck, chest and arm pit pain and aching, and thumb and finger numbness. The patient reported that the symptoms had worsened over the last week. The patient also reported leg pain, tingling, and weakness. On (B)(6) 2013 the patient presented with neck pain, headaches, left shoulder pain, mid back pain and low back pain. Then patient received a right para-median c7-t1 inter-laminar epidural steroid injection using fluoroscopic guidance and contrast control. No patient complications were noted. On (B)(6) 2013 the patient presented with left sided neck pain with headaches. The patient underwent a cervical nerve block c3-4 on the left. No patient complications were reported. On (B)(6) 2013 the patient presented with pain, anxiety, nervousness, and headaches often with vomiting. Per the encounter notes the patient¿s previous MRI showed progressive cervical disc disease. On (B)(6) 2013 the patient presented with left sided neck pain with headaches. The patient underwent a cervical nerve block c3-4 on the left. No patient complications were reported. On (B)(6) 2013 the patient presented with greater neck and backpain secondary to an increase in humidity. The patient was also depressed. A note was made that the doctor could not use ssri¿s due to the patients other medications. It was noted that the patient had an elevated blood sugar reading. The patient underwent various labs which revealed high liver enzymes (hgb a1c and alanine aminotransferase.) On (B)(6) 2013 the patient presented with left sided neck pain with headaches. The patient underwent a cervical nerve block on the left. No patient complications were reported. On (B)(6) 2013 the patient presented with increased neck pain shooting into bilateral arms. The patient reported tingling and numbness in the tips of fingers as well as pain in armpits down arms. The patient still had lumbar and thoracic back pain and headaches. On (B)(6) 2013 the patient presented with chronic pain. The patient also presented with some rosacea. The patient underwent various labs which revealed elevated lived enzymes and elevated glucose. On (B)(6) 2013 the patient reportedly underwent a left occipital nerve injection. On (B)(6) 2013 the patient presented with a pain well controlled with current meds. On (B)(6) 2007 the patient presented with pain in neck with mild neuropathy to the left arm. The patient reported the pain started one week prior. Assessment: neck pain with radiculopathy. On (B)(6) 2008: the patient underwent MRI of the right ankle. Conclusion: area of fibrous/cartilaginous talocalcaneal tarsal coalition extending posteriorly from the level of the middle facet of the subtaler joint; residua of mild chronic incomplete-appearing sprain of anterior talofibular ligament fibers; mild posterior tibial tendinopathy and tenosynovitis; slender posteriorly directed ganglion cyst extending into the soft tissues posterior to the posterolateral aspect of the posterior facet of the subtalar joint. On (B)(6) 2008: the patient presented with continued pain in his spine. The patient also reports having erectile dysfunction. Assessment: erectile dysfunction; spinal stenosis with chronic back pain. On (B)(6) 2009: the patient underwent scrotum ultrasound that showed no masses in the testicles on either side. Small bilateral hydroceles were noted. On (B)(6) 2009: the patient presented with right groin pain that has been occurring for several months, mostly in the testicle. Assessment: testicle pain x 2 months. On (B)(6) 2009: the patient presented to the ER with hand swelling and redness. Assessment: left hand cellulitis: hypertension; chronic pain and neuropathy due to past orthopaedic and medical issues. On (B)(6)2010: the patient underwent x-rays of the chest due to sternal pain. Impression: no acute finding visualized; the sternum is not well seen on the lateral view. On (B)(6) 2010, cervical MRI revealed status post interbody fusion at c5-6 with instrumentation; multilevel foraminal stenosis due to degenerative changes; and no cord compromise or intrinsic cord pathology. X-rays were also taken. Impression: no acute osseous find ings; prior c5-6 fusion and posterior spinal fixation. The patient also underwent x-rays of the clavicle. Impression: no acute osseous finding; moderate arthrosis involving the left acromioclavicular joint. On (B)(6) 2010: the patient underwent a transforaminal lumbar epidurography and therapeutic injection due to right sided back and leg pain and some central back pain. On (B)(6) 2011: the patient underwent a MRI of the right knee. Conclusion: prior debridement surgery of the medial meniscus, without convincing recurrence of tear; poorly defined abnormal signal throughout the posterior horn of the lateral meniscus, appearing to extend as poorly defined undersurface tear adjacent to the posterior root insertion; fissuring and fibrillation of the articular cartilage throughout the central patellar apex and adjacent medial patellar facet; mild generalized chondral thinning of the medial compartment; soft tissue ganglion superficial to the distal pcl and extending adjacent to the horn of the medial meniscus. On (B)(6) 2013: the patient underwent a left greater c2 and third occipital nerve block with anesthetic and steroid due to left-sided occipital headaches and upper neck pain. No patient complications were noted.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2007 cervical myelogram multiple films of the cervical spine after contrast injection are reviewed. There are very slight indentations of the thecal sac at c4/5, c3/4. The contrast fills nerve root sheaths at c4/5 and c5/6 normally. Dural contours are slightly distorted at c5/6 in the region of the plate greater on right than left. Cervical postmyelogram CT small amount of foraminal narrowing on the right at c3/4. Narrowing of ventral subarachnoid space at c4/5 without cord compression. Residual foraminal narrowing right greater than left at c5/6. Plate spanning c5/6. Interbody fusion does not appear solid. No posterior instrumentation is present on this study. Sagittal reconstructions verify foraminal stenosis bilaterally at c5/6. (B)(6) 2008 thoracic MRI t2 weighted sagittal view appears to show a disc bulge at approximately t7/8. Degenerative disc disease is seen throughout. Axial views show hnp with some cord compression at t12/l1 on the left. Several other small bulges contact but do not displace or distort the cord including t7/8 on the right and t9/10 on the left. (B)(6) 2008 cervical myelogram mid lumbar puncture is shown and dye column is reviewed through the lumbar and cervical areas. Slight cord compression is suspected at c4/5 in midline. Cervical myelogram is otherwise normal. Anterior c5/6 plate and posterior c5/6 vertex lateral mass screws and rods are present. Lumbar myelogram shows good dural sac and root sleeve fill at all levels. Cervical series 4 views construct previously described is in place spanning c5/6 anteriorly and posteriorly. Flexion/extension views show no movement through c5.6 and really minimal movement elsewhere in the cervical spine. Dynamics done after myelography do not show cut off or alteration in the dye column presentation with movement cervical postmyelogram CT again seen is foraminal narrowing right side c3/4 due to uncovertebral osteophytes. Lateral mass screws are well positioned in the pillars of c5 and c6. Plate and screws are unchanged. Fusion across c5/6 now appears solid and foraminal stenosis has been relieved at the c5/6 level. Cervical MRI t1, t2, stir sagittal and axial views were obtained. Visualization of the neural axis was impaired by the anterior and posterior instrumentation. No clear compression is now appreciated of the cord in these studies. Cervical lordosis is flattened. (B)(6) 2010 lumbar fluoroscopy for right l4 tfesi ap view of l4 is seen with a 25-gauge needle at the base of the right pedicle. Good contrast flow is seen up along the medial wall of the pedicle that is diluted out by the steroid injection on final film. (B)(6) 2012 cervical spine series three lateral views neutral, extension and flexion are taken to determine movement through the construct. None is seen suggesting solid arthrodesis. (B)(6) 2013 cervical fluoroscopy for cervical facet injection 25 gauge needle is seen entering the c2/3 facet joint. (B)(6) 2013 cervical fluoroscopy during facet rhizotomy 25 gauge needle sits overlying the c3 and c4 lateral pillars on lateral and ap views preparing for burn of the sinuvertebral nerve to the c3/4 facet. (B)(6) 2013 cervical fluoroscopy during injection greater occipital nerve for occipital headaches during injection greater occipital nerve for occipital headaches 25 gauge needle is applied to the c2 lateral mass and contrast injected verifying the position for greater occipital nerve injection (B)(6) 2013 cervical spine series ap and 3 lateral views neutral, extension and flexion are taken to determine movement through the co nstruct. None is seen suggesting solid arthrodesis. (B)(6) 2013 cervical fluoroscopy during injection greater occipital nerve for occipital headaches during injection greater occipital nerve for occipital headaches 25 gauge needle is applied to the c2 lateral mass and contrast injected verifying the position for greater occipital nerve injection (B)(6) 2014 cervical MRI t1, t2 and stir sequences are provided in axial and sagittal planes. These show an anterior plate and two screws with previous fusion at c5/6. Also posterior fixation at the same level, presumably vertex. Axial views appear to show some residual stenosis at c4/5. The area of fusion appears well decompressed. Screws, plates are in good position. Lumbar MRI study shows all discs well hydrated. Some mild narrowing is seen in the lower canal. Alignment and bone signal appears normal. No evidence of previous surgery. Axial views show congenital stenosis most severe at l4/5, l3/4 and to a lesser extent l2/3. Thickening of the ligamentum flavum, mild disc bulging and a congenitally small canal as primarily at fault. Small left paracentral disc protrusion is seen. Cervical x-ray lateral film now clearly shows single ventral screw in c5 and one in c6 with an anterior plate. Vertex rods and lateral mass screws are seen posteriorly at the same level. Level is well fused. Alignment of the cervical spine is preserved. Disc heights at other levels appears normal. Pelvis x-ray shows normal hip and spine relationships. Si joints appear narrowed and partially fused. Lumbar x-rays multiple views including ap, lateral, oblique and flexion/extension views show no instability, what appears to be near normal facet joint space with moderate anterior endplate spurring most severe on the left at l3/4 and l4/5. Body heights remain normal, disc heights remain normal. (B)(6) 2014 intraoperative fluoroscopy multiple shots are taken during positioning of a k wire over the lumbar spine. Final position is arrived at on the right at the l4/5 disc verified by placement of a metrx tube of approximately12-14mm diameter (B)(6) 2014 intraoperative fluoroscopy numerous shots are taken during a left c3/4 transforaminal epidural approach for left c4 selective nerve root block (B)(6) 2014 intraoperative fluoroscopy numerous shots are taken during metrx tube positioning over the left c3/4 foramen presumably for foraminotomy.